Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced uncomfortable stimulation from her scs system. Follow-up information revealed the patient met with the sjm representative and reprogramming was able to resolve the issue. However, the discomfort later reoccurred. Subsequently, the patient underwent surgical intervention where her entire scs system was removed.